Manufacturer narrative:
Citation: tzamalis p et al. Comparison of valve durability and outcomes of transcatheter aortic valve implantation versus surgical aortic valve replacement in patients with severe symptomatic aortic stenosis and less-than-high-risk for surgery. Am j cardiol. 2020 apr 15;125(8):1202-1208. Doi: 10.1016/j.amjcard.2020.01.015. Epub 2020 jan 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an examination of the rate of severe structural valve deterioration and long-term outcomes in patients with severe symptomatic aortic stenosis who underwent transcatheter aortic valve implantation (tavi) or surgical aortic valve replacement (savr). All data were collected from a single center between may 2007 and april 2012. The study population included 432 propensity score matched patients (216 tavi patients, 216 savr patients) and was predominantly female with a mean age of 78 years. In the tavi cohort, 36 patients were implanted with medtronic corevalve transcatheter valves. In the savr cohort, 74 patients were implanted with medtronic hancock ii surgical valves and 4 were implanted with medtronic ats (open pivot) mechanical valves. No serial numbers were provided. Among all tavi patients, 4 deaths were attributed to unspecified bioprosthetic valve dysfunction. The type of transcatheter valve ( corevalve, sapien/sapien xt, accurate, or jena valve) that was implanted in these 4 patients was not reported. Based on the available information, medtronic product was not directly associated with these 4 deaths. Among all tavi and savr patients, 204 all-cause deaths occurred during the mean follow-up period of 6.6 years. No further details were provided. Based on the available information, medtronic product was not directly associated with these deaths. Among all tavi and savr patients, adverse events included: new permanent pacemaker implantation, stroke, myocardial infarction, unspecified bioprosthetic valve dysfunction, endocarditis, thrombosis, aortic valve re-intervention, unspecified major adverse cardiac events/cardiovascular events, elevated mean trans-prosthetic gradient (ranging from 20 mmhg to above 40 mmhg), and moderate-severe paravalvular aortic regurgitation (only observed in tavi patients). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.